Manufacturer narrative:
External insulation abrasion was noted at 7.9-8.2cm, 8.4-9.1cm, 12.2-12.4cm, 30.6-31.1cm, and 33.0-33.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 41.6-42.0cm and 42.4-42.6cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
It was reported that the patient presented due to a patient notifier for low out of range pacing lead impedance. During follow-up one month prior, the pacing lead impedance measurement was stable and within normal range. During lead revision insulation abrasion was observed in the pocket near the df-1 pin. Due to the patients vascular occlusion the lead was repaired and remains implanted. Lead will be monitored. Patient condition is fine.

Event description:
New information notes the lead was explanted and replaced.